Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor (cgm) pairing failure to the ilet bionic pancreas, received a pairing failed alert, and subsequently observed blood glucose values appearing after contacting support, indicating restored communication. No clinical signs, symptoms, or conditions were reported. Outcomes included no reported impact on health or hospitalization. User support included troubleshooting and education with the user. Investigation of this case revealed an intermittent connectivity issue between the cgm and the ilet that resolved during the call, with no device damage identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error not reproducible after standard troubleshooting.